Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain / chronic pelvic pain') and device breakage ('the essure device cut into two pieces') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic discomfort ("increasingly discomfort"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), dyspareunia ("pain during intercourse"), menorrhagia ("heavy menstrual bleeding"), abdominal distension ("abdominal bloating") and fatigue ("chronic fatigue"). The patient was treated with surgery (laparoscopic bilateral salpingectomy laparoscopic removal of essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pelvic discomfort, abdominal pain, back pain, dyspareunia, menorrhagia, abdominal distension and fatigue had not resolved and the device breakage outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, device breakage, dyspareunia, fatigue, menorrhagia, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: removal details: (B)(6) 2017 (discrepancy noted as per mr) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information added. Event: "the essure device cut into two pieces" added and rcc was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("increasingly discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse") and fatigue ("chronic fatigue"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal distension, abdominal pain, dyspareunia and fatigue had not resolved. The reporter considered abdominal distension, abdominal pain, back pain, dyspareunia, fatigue, menorrhagia, pelvic discomfort and pelvic pain to be related to essure. Quality-safety evaluation of ptc. No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 4-jun-2020: pfs received. Case became serious incident as removal was done for event pelvic pain. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('increasingly severe pain / chronic pelvic pain'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("increasingly discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse") and fatigue ("chronic fatigue"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal distension, abdominal pain, dyspareunia and fatigue had not resolved. The reporter considered abdominal distension, abdominal pain, back pain, dyspareunia, fatigue, menorrhagia, pelvic discomfort and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain / chronic pelvic pain') and device breakage ('the essure device cut into two pieces') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic discomfort ("increasingly discomfort"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), dyspareunia ("pain during intercourse"), menorrhagia ("heavy menstrual bleeding"), abdominal distension ("abdominal bloating") and fatigue ("chronic fatigue"). The patient was treated with surgery (laparoscopic bilateral salpingectomy laparoscopic removal of essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pelvic discomfort, abdominal pain, back pain, dyspareunia, menorrhagia, abdominal distension and fatigue had not resolved and the device breakage outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, device breakage, dyspareunia, fatigue, menorrhagia, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: removal details: (B)(6) 2017 (discrepancy noted as per mr). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, device breakage. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.